Event description:
A complaint was received from a customer that reported the right side of the segments are missing from the display. While on the phone a review of the system was conducted. It was learned that "units" digit was indeed missing most of the segments. A request is made to return the system for evaluation. In the meantime, a replacement unit was provided.